Event description:
While troubleshooting a separate issue the field service engineer (fse) found a leak inside the coulter hmx analyzer with autoloader. The volume of the leak was not specified and was contained within the instrument. The personal protective equipment (ppe) worn was not specified and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the normally closed tubing through pinch valve pv37 was cut. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).